Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks. It was noted this patient experienced dizziness and is ischemic. Technical services (ts) reviewed and noted the r to t ratios when this patient was in that morphology are very poor and discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD system were explanted and replaced with a transvenous device system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks. It was noted this patient experienced dizziness and is ischemic. Technical services (ts) reviewed and noted the r to t ratios when this patient was in that morphology are very poor and discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks. It was noted this patient experienced dizziness and is ischemic. Technical services (ts) reviewed and noted the r to t ratios when this patient was in that morphology are very poor and discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD system were explanted and replaced with a transvenous device system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.